Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477r, serial/lot# (B)(4), ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that found that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The computer failed memory testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a no signal message would come on the monitor display during booting time. The system was not booting. It was noted that the system was not booting due to a fault in the computer unit so the computer would need to be replaced for proper functioning. There was no patient present.